Event description:
On (B)(6 )2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was displaying inaccurately high readings compared to her feelings or normal results the complaint was classified based on the customer care advocate (cca) documentation. The patient reported sometime in (B)(6) (unknown year) she had symptoms of shakiness. The patient reported the alleged issue first occurred on (B)(6) 2013 at an unknown time. The patient reported obtaining a reading of ¿257 mg/dl¿ on the lfs meter. The patient reported using 3 doses of non adjusting insulin to manage her diabetes per day. It is unclear if the patient made any changes to her usual diabetes management routine due to the alleged issue. The patient reported she normally tests twice a day. The patient reported on (B)(6) 2013 she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing. The patient¿s test strips were found to be not counterfeit and the test strip vial was in good condition. However a control solution test was not run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Follow-up # 1 ¿ (07/09/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/28/2013 and 7/2/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. However, a secondary issue was found, the battery was incorrect. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.